Event description:
It was reported that a pump motor stall occurred on (B)(6) 2014 at 14:32 with no motor stall recovery in the event logs. There were no other motor stalls. The patient began hearing the pump alarm on the night of (B)(6) 2014. The patient had not had magnetic resonance imaging (MRI) and there were no magnetic fields around the pump. The cause of the motor stall was unknown. The patient was taking oral medications already including oxycodone. The patient was not feeling well which started (B)(6) 2014 and mainly the morning of (B)(6) 2014 at which time the patient was also nervous. The pump was replaced on (B)(6) 2014. Patient history included reflex sympathetic dystrophy (rsd), complex regional pain syndrome (crps) and chronic pain. The patient did not have any allergies. The patient recovered without permanent impairment. The device system delivered morphine.

Manufacturer narrative:
Analysis of the pump revealed corrosion, wear, and lubrication. The stall was due to the gear-pinion and the shaft-bearing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the pump went dead. The alarm went off and the patient ended up in the hospital from being sick.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).